Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. On (B)(6) 2025, the customer reported removing a sensor after noticing inaccurate readings (values below 70 mg/dl) and discomfort caused by the sensor wire poking the skin. Upon removal, the sensor wire was missing. The customer experienced pain and inflammation at the insertion site and later underwent an x-ray to check for a retained foreign object. Initially, the customer self-treated with topical antibiotic ointment and a bandage. On (B)(6) 2025, due to persistent symptoms, they visited a minute clinic, where a healthcare provider prescribed oral clindamycin for infection management. The antibiotic treatment began the same day. On (B)(6) 2025, diagnostic imaging results confirmed no foreign object was present. During a follow-up call on (B)(6) 2025, the customer reported improvement, with the site in the healing phase. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.